Event description:
It was initially reported that the physician's handheld computer was not keeping a charge or turning on. The indicator light was showing that the device was charging, but would still not turn on. The physician indicated that he left the device plugged in for several hours and it would not turn on. Good faith attempts to obtain the device for product analysis has been unsuccessful to date.